Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrode connection) has been confirmed. Upon investigation the monitor failed the baseline. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor does not recognize the therapy electrode connection.